Event description:
It was reported that this right ventricular (rv) lead and associated cardiac resynchronization therapy defibrillator (crt-d) showed episodes of noise that were recorded as non-sustained ventricular tachycardia (nsvt) events. The physician has elected to increase the initial recognition time of the ventricular tachycardia (vt) and ventricular fibrillation (vf) zones and the automatic gain control (agc) baseline. In the near future the physician will be replacing the crt-d for normal battery depletion and will revise the rv lead. No adverse effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.